Event description:
At the start of the procedure, while monitoring patient vitals, ECG signals were not displayed on the mapping system as expected and was not possible to monitor ECG's. To troubleshoot the ECG cable was replaced but the issue was not resolved. The procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported communication issue and subsequence procedure cancellation could not be determined.